Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was set up to run a secondary infusion of bevacizumab (programmed amount and delivery rate unknown) on a patient and alarmed upstream occlusion. After 30 minutes of multiple attempts and checks, plus 2 changes to the primary tubing, the customer realized that the primary intravenous (IV) was infusing fine. As soon as they tried to restart the secondary infusion, the upstream occlusion alarm happened again and it did not infuse. The customer then changed the secondary tubing for another model (jc 7453) and the infusion worked immediately without any alarm from start to finish. There was no known patient injury or medical intervention associated with this event. No additional information is available.